Manufacturer narrative:
E1: initial reported facility name - (B)(6) hospital (B)(6). E1: initial reported phone number - (B)(6). Investigation results: the device was returned for analysis. Visual and tactile examination identified an outer sheath kink located 1 mm distal to the distal end of the nose cone. The device was received with the stent partially deployed. The investigator was able to fully deploy the stent without issue. Visual examination identified no damage or abnormalities to the device tip or handle. The handle was opened for further evaluation, and no evidence of inner prolapse was observed. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the innova device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was adverse event related to patient condition.

Event description:
Reportable based on the device analysis completed on (B)(6) 2026. It was reported that failure to deploy occurred. The target lesion was located in the right superficial femoral artery. A 5 x 120 x 130 innova stent self expanding was selected for use. During the procedure, the stent could not be deployed. The deployment roller was rotated several times, but the stent remained undeployed. After multiple unsuccessful deployment attempts, the device was withdrawn from the patient. The procedure was completed using another of the same device. No patient complications were reported and the patient condition following the procedure was stable as a result of this event. However, returned device analysis revealed a partially deployed stent.